Manufacturer narrative:
Evaluation of the returned lighting unit confirmed the reported complaint. During functional testing, the unit was plugged into a demonstration engine and canister and illuminated solid green. Subsequently, when the flow switch was flipped to the ¿on¿ position, the lightning unit began illuminating solid red, and no clicking or aspiration was observed. The lighting unit was opened, and a piece of glue residue was observed to be adhered to the solenoid. The cause of the material on the solenoid could not be determined; however, the material may have prevented the solenoid from opening, resulting in a system error. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the lower extremity of the left leg using lightning aspiration tubing (lightning), a penumbra engine (engine) and a guidewire. During the procedure, the indicator light on the lightning unit turned red. To troubleshoot, the physician made several attempts to unplug the lightning from the engine and replug it; however, the issue was not resolved. Therefore, the lightning was removed. The procedure was completed using another lightning. There was no report of an adverse effect to the patient.